Event description:
A pt reported to his physician that he was experiencing pain and limited motion. An x-ray was taken and showed a fracture in the mcp distal index finger. The doctor also believed that the proximal implant in the third finger was loose. Circumstances that may have caused or contributed to this event was not reported.

Manufacturer narrative:
The device history records were also reviewed and no issues were identified that may have caused or contributed to this event. Results of the eval of this event are discussed in the enclosed memorandum. The fracture appearances are consistent with a rapid brittle, bending fracture. There were no indications of irregularities or defects in the components. The presence of a surface depression on the stem surface at the fracture origin site of the distal component suggests the possibility of traumatic damage to the prosthesis. It is not clear if the proximal component had fractured in situ.